Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the loading units noted that they were pre-fired to 5.5 cm and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading units were not engaged properly during loading. During functional testing, the loading units were loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlocks were overridden and the loading units were applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock features successfully prevented the loading unit from cycling again. The returned device as received by medtronic was found to meet specifications and due to the pre-fire with jaws closed condition, the reported condition was confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic surgery, the staple was stuck when cutting the lung tissue. The jaw was unable to open when pulling the lever. It was replaced with another device and the same problem occurred.